Manufacturer narrative:
The device was received, and an evaluation is complete. Service evaluation found the device does not recognize an open door and the channel sensors do not display. The cause was identified to be a failed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it does not recognize an open door and the channel sensors do not display. No additional information is available.